Event description:
The nurse at the bedside said the line "snapped" at the hub. No other info provided.

Manufacturer narrative:
The device has not been returned to the MFR at this time for eval. A chr review is not possible, as no mfg lot number has been provided by the complainant.